Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. It was noted that there was fluid loss in the device. The device was explanted and replaced. There were no patient complications.